Event description:
There is no patient impact associated with this complaint. During investigation, an intermittent trace at the force sensor pin was observed.

Manufacturer narrative:
(B)(4): this report is made based on results of investigation completed on (B)(4) 2011. There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump history revealed one instance of loss of cartridge detection. During evaluation an intermittent trace on the force sensor pins was observed. The force sensor pins were found to be intact.